Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) facility for evaluation. The device filed the homechoice rite functional test due to the broken door handle (close the door message), which will be replaced and the homechoice rite electrical test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain- false empty detect and use error inappropriate bypass of the initial drain. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2011 at 00:31 with a drain volume of 4328 ml during cycle 1. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.